Event description:
The device was used during an unspecified procedure. Reportedly, the staple line was incomplete and the staple's did not form properly. The hospital has reported no patient injury occurred.